Event description:
The event is reported as: complaint alleges: when the foley was removed, the balloon was deflated. No report pt injury or consequence. Pt condition listed as doing fine.

Manufacturer narrative:
No sample available for investigation.